Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the complaint device was not returned. During the media inspection of the picture attached it was possible to observe the bands damaged and overlapped. Based on this evidence the reported event can be confirmed. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. During the media analysis it was possible to observe that the bands were damaged and overlapped, however, the definitive cause cannot be established due to lack of evidence. The product was not returned for analysis to identify any defect with the device that could cause the overlap. Additionally, without the device, it remains unknown the causes that contributed to the event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy, upon removal of the scope from the patient it was discovered that the bands were bunched up on the side of the ligator cap. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophagogastroduodenoscopy (egd) with variceal banding procedure performed on (B)(6) 2026. It was reported that during the procedure, the bands failed to deploy, upon removal of the scope from the patient it was discovered that the bands were bunched up on the side of the ligator cap. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.